Manufacturer narrative:
A partial lead was returned in three pieces. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that noise was observed on the atrial lead. It is unknown if the patient was symptomatic to the noise. The lead was removed and replaced on (B)(6) 2018. Patient was stable post procedure.